Manufacturer narrative:
Section d4, h4: additional information; section h7: correction. Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. It was reported that the patient's pump was explanted on (B)(6) 2018, after over 4 years of support. A reason for the explant was not reported. Multiple attempts were made to obtain additional information from the customer regarding the patient's outcome; however, no additional information was provided and the device has not been returned to date. The complaint file will be closed accordingly. Should the device become available and be returned for analysis at a later date, the pump will be evaluated and this file may be updated. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. No specific device-related issues or adverse events were reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was explanted on (B)(6) 2018.